Event description:
A s7 stent delivery system was inserted for treatment of a severely calcified lesion in the proximal right coronary artery. It was possible for the stent to cross the lesion, therefore, the stent delivery system was removed from the pt. A 3.0mm diameter by 9mm length s7 stent delivery system was then inserted for treatment of a lesion in the distal vessel. It was not possible to cross the severely calcified distal lesion, therefore, the stent was pulled back in the coronary artery. After removal of the stent delivery system, the stent dislodged from the delivery balloon when the stent caught on calcium in the proximal artery. It was not possible to insert the delivery balloon completely through the dislodged stent, however, the delivery balloon was still inflated to 10atm. Under fluoroscopy, the stent did not appear to have been fully expanded. The stent delivery balloon was pulled back for removal. Upon removal of the stent delivery system, it was reported the balloon still appeared partially inflated. After several minutes, it was noticed the balloon had completely deflated. The pt was fine post procedure and was sent for elective bypass surgery and for stent removal. The pt was fine post surgery and there is no additional clinical sequelae reported related to the event. The severe calcification likely contributed in the stent not crossing the target lesion and dislodgement of the stent. A cd rom of the procedure revealed the right coronary artery was severely calcified. Both the proximal and distal lesions were pre-dilated with residual disease still visible. The stent appeared to be expanded in the proximal right coronary artery in the last images.